Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. The pump was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 115mg/dl. The mother states the buttons are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.